Manufacturer narrative:
Third party service agent evaluated the customer's devoice and verified the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio control to report that their customer device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
It was determined the cause of the issue was the keypad assembly.the device passed functional and performance testing and was returned to the customer.

Event description:
A third party service agent contacted physio control to report that their customer device would not power on. There was no patient use associated with the reported event.